Event description:
A (B)(6) male patient contacted zoll lifecor customer support service to report that there was something wrong with his battery charger. Support issued the patient a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) is still underway. Root cause of defect has not yet been determined. A supplemental report will be submitted upon evaluation of battery charger.